Manufacturer narrative:
The suspect device was not returned to olympus and an evaluation could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that their olympus cv-190, evis exera iii video system center image was flickering. The reported problem was detected on preparation for a procedure. The intended procedure is unknown. The procedure was completed. There was no patient injury or harm associated with the problem reported to olympus.